Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. A photo was provided showing a company cartridge laying on a textured fabric, next the closed lens case, neither the lens nor viscoelastic can be observed in the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, when the iol was being inserted the lens broke off the edge near the haptic. The surgery was completed on the same day. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
The product was not returned. A photo was provided. The photo showed a company cartridge on a textured fabric. The view was from the top. No viscoelastic was visible in the cartridge. The cartridge had evidence of placement into a handpiece. No damage was observed. The closed lens case was also pictured. The lens was not in the photo. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified cartridge and viscoelastic were indicated. It is unknown if a qualified handpiece was used. The product investigation could not identify a root cause for the reported complaint. The product was not returned. The lens was not visible in the provided photo. The photo showed a company cartridge on a textured fabric. The view was from the top. Viscoelastic could not be confirmed in the photo. It is unknown if a qualified handpiece was used. The instructions for use (IFU) instructs: company foldable iol (intraocular lens) are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).